Manufacturer narrative:
(B)(4).

Event description:
The customer received analyzer alarms and questionable results for multiple patients for various assays. The initial results were reported to the nurses who called and said that some of the results did not make sense. The samples were then sent to another laboratory for repeat testing on a cobas e601 analyzer. Of the data provided for seven patient samples, only the estradiol results for five patient samples were discrepant. Patient 1 initial result was 2847 pg/ml. The nurses questioned this result because it was a baseline draw and it was expected to be low. The repeat result was 11 pg/ml. Patient 2 initial result 716 pg/ml, repeat result 37 pg/ml. The patient is (B)(6) years old with a birthdate was (B)(6) 1981. Patient 3 initial result 2841 pg/ml, repeat result 188 pg/ml. Birthdate was (B)(6) 1988. Patient 4 initial result 805 pg/ml, repeat result 286 pg/ml. Birthdate was (B)(6) 1979. Patient 5 initial result 878 pg/ml, repeat result 8 pg/ml. Birthdate was (B)(6) 1989. The repeat results were believed to be correct. The patients were not adversely affected. The reagent lot number was 185557. The expiration date was provided as "02/2016". The field service representative found the tubing for the probe was damaged and was leaking. He had replaced the probe and primed, but saw leaking at the probe. He tried pinch tubing and other tubing, but had no effect. He then found fluid around the pressure sensor. He replaced the probe tubing and primed which was ok. He ran performance testing and the customer ran calibration and qc which were ok. On (B)(6) 2015 after service, the customer repeated the patient samples on the cobas e411 analyzer and there were no issues. No specific data was provided.